Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump did not alert during hyperglycemia, communication issue between pump and transmitter and label on the pump faded. The customer reported blood glucose value of unknown mg/dl. The customer reported hyperglycemia with no treatment. The event involved product(s) mmt-1884l, mmt-7841zn, unk_sensor. Troubleshooting was unable to perform due to customer declined it. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884l, mmt-7841zn, unk_sensor.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected delivery anomalies were noted. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. During the download history review no relevant alarms were noted. The unit communicated properly with the glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and the unit displayed the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensors feature and auto mode connection are working properly. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. The unit was tested okay after filling the water reservoir to the designated capacity, and after testing, no error/alarm had occurred. Per visual inspection, no moisture damage or anomalies were noted during visual inspection. The following cosmetic damages were noted: scratched case, pillowing keypad, stained keypad overlay, cracked keypad overlay, cracked corner of belt clip rails, cracked battery tube, and label damage (faded). In conclusion, customer concerns are not confirmed. Unable to confirm the customer's alleged concern of unexpected high bg and communication sensor errors due to the unit being tested successfully. However, customer concerns of serial label damage was confirmed when a damage serial label (faded) was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.